Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements along with low out of range pacing impedance of less than 200 ohms. Oversensing of noise was also observed which led to inappropriate anti-tachycardia pacing (atp). Insulation damage and a lead fracture were the suspected cause. A revision procedure was performed where the lead was surgically abandoned. The implantable cardioverter defibrillator (ICD) was also explanted during the procedure. It was noted that the insulation damage and fracture were not able to be visualized during the procedure. When the rv lead was tested on the pacing system analyzer (psa) it yielded high of range impedance measurements of greater than 2000 ohms; low impedance measurements were not noted on the psa. Review of the remote home monitoring system data after explant found one alert due to low out of range impedance measurements from three weeks earlier. A new rv lead and ICD were successfully implanted. No additional adverse patient effects were reported.